Event description:
Additional information received identified the patient is in stable state and stimulation has been restored.

Event description:
Additional information received clarified the ipg became inoperable after which the patient had stopped recharging. Patient had effective stimulation until the ipg stopped working.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge the ipg as recommended. In turn the ipg deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced with another model which resolved the issue.